Event description:
It was reported that the ilet user accidentally deployed the infusion set prior to insertion, causing the set to detach from the needle and resulting in an incorrectly deployed infusion set. No reported adverse clinical effects and stable glucose. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included user interview and review of device use and handling. Investigation of this case revealed user handling error consistent with incorrect infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error was the most probable cause.